Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The cause of the consumer's reported blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. After a review of the batch thermal records, thermal results all met product release criteria. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Got burned with 3 blisters with it [burns second degree], black dots on her back [skin discolouration], itchy [pruritus]. Case narrative: this is a spontaneous report from a contactable consumer. This consumer reported for two patients, herself and her mother. This is the first report for herself. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (robax lower back & hip heatwrap) (device lot number: r48050, expiration date: 30sep2019, catalog number: 0 62107 33620 8) from an unspecified date in 2017 for an unspecified indication. The patient's medical history was not reported. The patient's concomitant medications were not reported. The patient used the product around the end of (B)(6) 2017 or beginning of (B)(6) 2017 and got burned with 3 blisters with it. The patient stated she has black dots on her back and had to take unspecified medicine for this. She reported it took a month to get rid of everything and it was very itchy. The patient has thrown the wrap away that she got blisters from. Caller still has the 6 CT box and has 4 left. Action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken included taking unspecified medicine. Clinical outcome of the events was resolved on an unspecified date in 2017. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The cause of the consumer's reported blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. After a review of the batch thermal records, thermal results all met product release criteria. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (14dec2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Comment: based on the information provided, the events of "got burned and 3 blisters with it" "black dots on her back" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] got burned and 3 blisters with it [burns second degree] , black dots on her back [skin discolouration] , itchy [pruritus] , case narrative:this is a spontaneous report from a contactable consumer. This consumer reported for two patients, herself and her mother. This is the first report for herself. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number r48050, expiration date 30sep2019, catalog # 0 62107 33620 8, from 2017 for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. Caller used product around end of (B)(6) 2017 or beginning of (B)(6) 2017 and got burned and 3 blisters with it. Caller has black dots on her back and had to take medicine for this. Caller stated it took a month to get rid of everything and it was very itchy. Caller has thrown the wrap away that she got blisters from. Caller still has the box also. 6 CT box and has 4 left. The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measure was taken as a result of black dots on her back and included taking medicine for this. The outcome of the events was resolved in 2017. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "got burned and 3 blisters with it" "black dots on her back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "got burned and 3 blisters with it" "black dots on her back" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device.